Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call no delivery alarm and high blood glucose. Customer's blood glucose level was 400 mg/dl. Customer treated their high blood glucose with bolus delivery. Customer received a no delivery alarm and believed the device did not function. Customer called back and advised there was no alarm and the issue was resolved. Customer advised they had active insulin and had just delivered a bolus. Customer was advised that was the reason for the alarm. Customer was advised to monitor the insulin pump and call back if issues persist.